Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit was tested with a water infusion set with no air bubbles anomaly noted in reservoir. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was 490 mg/dl at the time of the incident and customer¿s current blood glucose was 490 mg/dl. The blood glucose level of the customer at the time of the hospitalization was over 500 mg/dl. The customer was treated by giving bolus with the insulin pump and manual injections. The customer was wearing the insulin pump at the time of hospitalization. The customer was alleging the insulin pump for under delivery. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.